Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix will not extend due to distal conductor distortion within the connector. The distal conductor is distorted from over rotation of the helix with the stylet being stuck in the distorted distal conductor in the connector at 1.5 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dislodgement and no capture were noted on the right ventricular (rv) lead. The physician attempted to revise the lead however patient anatomy prevented revision. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead impedance warning was alerted one week post implant.